Manufacturer narrative:
Approximate age of device - 2 years, 12 days. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the report of a hemorrhagic stroke could not conclusively be established through this evaluation. Stroke and bleeding are listed in the current revision of the heartmate ii lvas IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired as a result of hemorrhagic stroke. The clinician stated that the event was not device related. No additional information was provided.